Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the night, the tracheostomy tube's pilot balloon had deflated and the patient's wife was unable to re-inflate it. It was replaced with another tracheostomy tube without any reported patient harm.

Manufacturer narrative:
(B)(4). One cuffed tracheostomy tube was received for evaluation. Visual inspection was performed, and it was observed that the cuff presented a small tear. Inflation and deflation tests were performed by using an 18 cc syringe of air applied to the cuff, and it was observed that the cuff deflated after seconds. All manufacturing controls were found effective to detect the reported failure mode. The confirmed failure of a tear in the cuff would have been detected during the 100% inflation/ deflation tests. Therefore, the customer reported failure mode is not confirmed to be related with the manufacturing process.